Event description:
Information was received from a healthcare provider (hcp) and from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving unknown concentrations of hydromorphone, clonidine, bupivacaine, and baclofen at unknown dosages via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2017, it was reported that the patient's pump motor had stalled. It was confirmed that the motor stall was seen on the initial interrogation and the patient had not recently had an MRI. An 8476 error code (indicative of a motor stall) appeared on the patient's personal therapy manager (ptm) on (B)(6) 2017. The patient reportedly had been hearing the alarm, but thought it was their laptop. The patient had been very sick the past two days with flu-like symptoms. The patient's pump was replaced on (B)(6) 2018 and would be returned for analysis. No further complications were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A review of the pump logs indicated that the device was being used to deliver 25 mg/ml hydromorphone at 7.987 mg/day, 500 mcg/ml clonidine at 159.75 mcg/day, 350 mcg/ml baclofen at 111.82 mcg/day, and 15 mg/ml bupivacaine at 4.792 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on (B)(4) 2018. It was reported that the pump was returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp, further indicating that the pump stalled. The hcp could not give the reason for the stall. The pump was replaced on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-jan-03 from a healthcare provider (hcp). The hcp reported that the patient's pump had crashed and the patient had gone through withdrawal around (B)(6) 2017. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The cause of the motor stall was unknown. The pump was replaced, and the motor stall and patient¿s symptoms had resolved. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the patient had an issue with their previous pump, so it was replaced ¿urgently.¿ it was determined that the pump failed after walking through with the personal therapy manager (ptm).